Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked lcd window and broken off reservoir tube lip. The reservoir was unable to lock in place and unable to perform occlusion test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had cracks at the reservoir compartment and the reservoir would not stay in place. The customer's blood glucose was 276 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.